Event description:
The customer reported that her olympus maintenance unit was tripping the facility¿s gfci breaker whenever staff plugged in the unit during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the power switch¿s led was not lighting up and the plastic cap was torn off. This report is being submitted to capture the damaged power switch found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, the power switch¿s led was not functioning properly, and the casing had been damaged. Additionally, the suction feet at the bottom of the unit had weak suction and scratches. The air pressure was also found loose due to a worn-out air joint unit and connector socket. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed; however, a further cause could not be presumed from the information acquired for this investigation. Olympus will continue to monitor field performance for this device.